Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 127 mg/dl, 272 mg/dl, 108 mg/dl, 166 mg/dl, 438 mg/dl, 215 mg/dl, 359 mg/dl 164 mg/dl, 135 mg/dl, 277 mg/dl, 252 mg/dl, 265 mg/dl, 303 mg/dl, 320 mg/dl, 116 mg/dl, 448 mg/dl, 215 mg/dl, 359 mg/dl and 117 mg/dl. Thye customer did not mention any treatment for high blood glucose event. The customer did not mention any symptom related to high blood glucose event. The customer stated that her blood glucose fluctuated in automode. The customer declined troubleshooting for the issue. The insulin pump will not be returned for analysis.